Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging an issue with his onetouch verioiq meter pattern alert messaging. Per the owner¿s booklet, the subject meter has a feature (when enabled) that lets a user know whenever their blood glucose results develop a pattern below the low limit or above the before meal high limit that the user sets in the meter. The meter searches for any new patterns that have developed over the past 5 days and patterns are identified based on the time of day the test was taken. For a group of results to be considered a pattern, the time of day for each result must be within 3 hours of each other. A low pattern message appears when the meter records 2 results below the low limit set in the meter by the user. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the meter issue began sometime in (B)(6) 2014. The patient stated he does not take any medications to manage his diabetes. The patient reported experiencing symptoms of ¿drowsy and sleepy¿ an unspecified amount of time after the alleged meter issue began. The patient denied receiving any form of medical intervention relating to the reported issue. At the time of troubleshooting, the csr noted that the patient reported the low pattern alert was set to 70mg/dl and high limit was set to 120mg/dl. The csr was unable to walk the patient through the meter settings so unable to resolve the issue. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged meter/product issue (pattern messaging) remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.